Event description:
It was reported that the pump touchscreen was not responding to touch inputs intermittently. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.